Event description:
The device was connected to the pt for purposes of routine monitoring. Reportedly, the display would blank and the recorder would spontaneously stop printing. The report is not clear, but the operator would cycle power or restore power and continue to monitor the pt. The facility stated there were no adverse affects to the pt resulting from the reported discrepancy.